Event description:
It was reported that on (B)(6)2024, the patient underwent PICC catheterization. The PICC catheterization process went smoothly. When the guide wire was removed, it was found that there was floc on the guide wire (when the guide wire was pulled out, there was more floc at first, and then it became less). Follow-up observation: the patient's vital signs are normal. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white substance along a stylet is confirmed, but the exact cause could not be determined. One t-lock assembly and one attached stylet was returned for evaluation. An initial visual observation revealed some blood use residues throughout the returned stylet. A kink was observed along the stylet. A white substance could be seen along the stylet. A microscopic observation revealed the white substance appeared to be consistent with stylet coating material. The white material appeared to bunch along the stylet. The exact cause of the white coating material along the stylet is unknown. Possible causes may include storage conditions, unknown environmental factors, or other unknown use conditions. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024, the patient underwent PICC catheterization. The PICC catheterization process went smoothly. When the guide wire was removed, it was found that there was floc on the guide wire (when the guide wire was pulled out, there was more floc at first, and then it became less). Follow-up observation: the patient's vital signs are normal. No other information was provided.